Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2012. Revision of knee components - reason not reported.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of aseptic (non-infected) tibial loosening, which damaged the bond of thei mplant to the bone. Loosening is listed in the product labeling under device specific risks.

Event description:
Index surgery: (B)(6) 2012. Revision of knee components - reason not reported.